Manufacturer narrative:
The UDI for the devices is unavailable as the lot numbers were not provided.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2016, a patient underwent elective endovascular treatment of an asymptomatic chronic dissection in zone 3, which extended to zone 5. The tevar indication was aneurysm. The primary entry tear was located in zone 3 and was covered. A conformable gore® tag® thoracic endoprosthesis (tgu373720) was implanted, within zones 2, with coverage extending to zone 4. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 64mm, in zone 4. Additionally, surgical bypass of the left common carotid artery (lcca) to the left subclavian artery (lsa) was performed with an 8mm dacron graft. Post bypass reported patency with no coverage of the lsa. No post-operative complications were reported. The patient had a spinal drain placed, received transfusion of 2 units packed red blood cells was transferred to the intensive care unit. On post-operative day (pod) 7, it was reported that the patient underwent reintervention and balloon dilation of proximal end of the ctag device was performed to improve fixation and the false lumen received coils. The patient tolerated the procedure. The patient was discharged to home on post-operative day (pod) 11. The maximum aortic diameter within the treated area at time of discharge was not provided. The patient underwent follow up visits on unknown pod(s): 27. On an unknown date, approximately pod 27, follow up imaging reported the aortic diameter within the treated aorta, evg measured 36mm.

Manufacturer narrative:
This event has already been reported on MFR report # 2017233-2017-00378, therefore this report is retracted.